Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (300 mg/dl). The customer administered a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.